Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.